Event description:
This is the same event and the same pt reported.this second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 7/9/98 and reskin tested in 10/98 with negative results. On 11/4/98, the pt was treated with two formulations of product in the glabella, nasolabial folds, upper and lower vermilion borders. On 11/6/98, the pt was examined in the office and the physician noted the glabella and the nasolabial fold treatment sites were tender. On 11/9/99, the pt was examined and the physician noted the glabella and the nasolabial folds were red and tender. The physician prescribed accutane and prednisone. In 1/99 (exact date unk), the pt was examined and the physician noted the swelling at the glabella and redness at both skin tests. The physician injected triamcinolone in the glabella. On 4/6/99, the pt presented with continued swelling at the glabella, the physician injected triamcinolone in the glabella. The physician believed the symptoms were a hypersensitivity.